Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: one open pen needle sample was returned from an unknown lot. No., cat. No. Unknown. A clog test was carried out on the returned sample as per (B)(4) and no issues were observed a review of all risk management documents for the product family of the device involved in this complaint (pen needle, needle clog), was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Root cause description: no issues were observed with the returned sample therefore no root cause can be identified. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that an unspecified bd pen needle was unable to deliver medication. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reported that the needle was blocked.